Event description:
Procedure type: low anterior resection with end to end anastomosis. Patient gender: male. According to the reporter: the left side of the staples were malformed. Moreover, some of staples remained in the device. There was a part with no trace of the knife on mylar. The safety part of the device was broken when the handle was squeezed. Air leak was observed. Re-anastomosis and ileostomy was done.